Event description:
As reported by the patient a couple of years ago these leads started eroding through pocket and a physician put them back in. Patient will discuss the leads further with her current physician. At this time the leads remain in service. This is similar to events MDR 2183787-2020-00064.